Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 10mg/ml at 0.598mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient experienced a staph infection of the metallic synchromed ii outer casing. The environmental, external or patient factors that may have led or contributed to the issue was noted as source of infection was unknown. There was no troubleshooting necessary. The actions and interventions taken to resolve the issue was the device system was explanted. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from a healthcare professional (hcp) via a company representative who reported that the patient first started experiencing the staph infection in (B)(6) 2018 and it was noted that there was nothing more specific than this. No further complications were reported/anticipated.